Event description:
It was reported that the pump touchscreen was unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting assistance from technical support, and no further information was provided.